Event description:
This is report 2 of 2 for the same event. It was reported that during testing, it was observed that there ¿was warmth¿ after running the motor device with the console device on and off for ten minutes. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor port was pushed in. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling by dropping the console with the motor connected. If additional information should become available, a supplemental medwatch report will be sent accordingly.